Event description:
It was reported that during a thoroscopy bullectomy procedure, the trocar broke as the instrument was passed through. The trocar broke in half and half of the broken instrument was in the thoracic cavity. The part in the cavity was retrieved and removed through a different port with a babcock. There were no stray pieces of plastic left behind as it was a clear break in half. The patient is reported to be fine. Another device was used to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.